Manufacturer narrative:
Background information: fogelberg, atkins, blanche, carlson, and clark (decisions and dilemmas in everyday life: daily use of wheelchairs by individuals with spinal cord injury and the impact on pressure ulcer risk. Topics in spinal cord injury rehabilitation, 15(2), 16- 32. Doi: 10.1310/sci1502-16) determined that the lifetime incidence, in individuals that use wheelchairs due to spinal cord injuries, have a 95% chance of developing a pressure sore/injury/ulcer. This is primarily due to the fact that full-time wheelchair users must perform all daily routines while confined to a seated position for most waking hours. Due to lack of physical sensation, persons with these impairments may not move their positions often enough to remove pressure from areas of risk (e.g., areas over bony prominences such as the sacrum, coccyx, trochanters, etc.) To allow for continuous blood circulation to the skin overlying these structures. As a result, skin breakdown can occur. There are four levels of pressure sores: stage 1: this is the mildest stage. These pressure sores only affect the upper layer of skin. Symptoms may include pain, burning, or itching. The spot may also feel different from surrounding skin: firmer or softer, warmer or cooler. The skin may also look reddened or may get not get lighter when you press on it (blanch) or even 10-30 minutes after pressure is removed. This may require gentle skin cleaning and care, but no medical intervention is required. Stage 2: skin is broken, leaves an open wound, or looks like a pus-filled blister. The area is swollen, warm, and/or red. The sore may ooze clear fluid or pus. This requires wound treatment, but may not require medical intervention unless patient or caregiver is unable to perform routine wound care. The wound is painful (in non-plegics). Stage 3: these sores have gone through the second layer of skin into the fat tissue. The sore looks like a crater and may have a bad odor. It may show signs of infection: red edges, pus, odor, heat, and/or drainage. The tissue in or around the sore is black if it has died. This level requires treatment by a medical professional to remove any dead tissue and to prescribe antibiotics, if infected. This stage requires ongoing medical intervention for 1-4 months to heal. Stage 4: these sores are the most serious. Some may even affect muscles and ligaments. The sore is deep and big. Skin has turned black and shows signs of infection -- red edges, pus, odor, heat, and/or drainage. You may be able to see tendons, muscles, and bone. These wounds require medical intervention (up to and including surgery) to repair the damage. This stage requires ongoing medical intervention for 4-12 months to heal. Many factors can contribute to skin breakdown in persons confined to a wheelchair for most waking hours. These factors include, length of time spent in a seated position, make-up of materials upon which end user is seated, pressure relief activities, repositioning activities, sensation, circulation, etc. Since the seat cushion only makes up one portion of the factors that may contribute to skin breakdown, there is a strong belief that the user must contribute to their own health through regular intervals of pressure relief and repositioning. The most comfortable wheelchair cushion in the world will not prevent skin breakdown in an end user that does not perform their activities to relieve pressure. Therefore, there is no expectation that a seating cushion has malfunctioned if skin breakdown occurs. Sunrise medical, as a practice, reports all pressure sores that break through the skin (stage 2 and above) as a "serious injury" because this level of injury requires intervention to ensure they do not progress. Discussion: the cushion at the time of the reported incident was approximately 1 month of age. The lifetime of a wheelchair cushion is 2 years. Therefore, this cushion had not yet reached its effective lifetime. There is no reported malfunction of the deep contour cushion. Investigation into this complaint revealed that the end user was not using the jay deep contour cushion provided with his wheelchair and was sitting directly on the metal seat pan of his wheelchair. It is unknown as to why the user choose to do this. Conclusion: there does not appear to be any malfunction of this product and is a user misuse of the product as he was sitting directly on the seat pan and not using the jay deep contour cushion provided with his wheelchair. Due to the severity of his injuries, an MDR is required. Additional information: this complaint has been re-reviewed as a part of a four-year retrospective review and remediation effort based on enhancements made to the company's complaint handling and adverse event reporting processes. A legal consulting firm was consulted for the retrospective review. This MDR is being filed based on the outcome of that retrospective review.

Event description:
User claims that he developed pressure sores from sitting on the jay deep contour cushion. However, during investigation, it was discovered that the patient was not using the deep contour cushion and was sitting directly on the wheelchair seat pan. This seat pan is not intended for sitting by anyone. Therefore, there was no malfunction alleged and a clear misuse of the product, overall. The deep cushion has no reported defects or malfunctions. It is unknown as to why the end user chose to not use the cushion and sit directly on the seat pan.